Manufacturer narrative:
Additional information received on (B)(6) 2021 indicated that date of implantation was on (B)(6) 2021. Patient underwent bilateral replacements as follow: "l) cat#:3504251bc / sn#: (B)(6) r) 3504251bc / sn#:(B)(6). Suspect device received on (B)(6) 2021. Device evaluation completed on (B)(6) 2021: during the visual analysis of the returned sample sal smooth rnd diap 275cc no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor's procedures. Findings revealed a tear at a junction at the valve system. A microscopic examination was performed, and the cause of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 5, 2021 indicated that the patient explanted the device on (B)(6) 2021. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 275cc saline prosthesis experienced spontaneous left sided deflation post procedure. A physical consultation confirmed deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.